Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m100, a foreign matter was observed inside the tube. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection observed a white component inside the blood header, on the fiber's side. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.